Manufacturer narrative:
When the technician from the account investigated the lift, he found a broken e-stop. It is unknown how this damage occurred, but it is not manufacturer's defect. It is unknown if the facility performs preventative maintenance on their lifts. The technician from the account will replace the defective e-card with a new one to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating an e-stop broke off the face of the lift and the electronic card connection was damaged. The lift was located in room (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).